Event description:
Five days post evoke spinal cord stimulation (scs) system trial implant procedure, the patient died. The physician did not think the scs caused or contributed to the death and was under the impression it was cardiac related.